Event description:
On initial contact, dentist reported device overheating and burned a patient. Attempted to contact dentist on (B)(6) 2009 to obtain additional information, but not able to do so. The dentist returned two handpieces, sn (B)(4) and sn (B)(4). It was unclear which burned the patient.